Manufacturer narrative:
Concomitant product: d314drg ICD, implanted (B)(6) 2012.

Event description:
It was reported one year ago that following a cardiac procedure, the patient's right atrial (ra) lead had unstable pacing thresholds and was undersensing. These results were discovered during a routine device check seven months after the cardiac procedure. During the routine device check, the ra lead function was programmed off. The patient's implantable cardioverter defibrillator (ICD) was approaching elective replacement indicator (eri) and the physician elected to keep the ra lead programmed off and wait for the ICD to reach eri before replacing the ra lead. The ra lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The analyst commented that visual summary analysis of the lead indicated apparent explant damage and a large amount of blood ingress on the proximal conductor was noted.